Event description:
According to the reporter, the device was used successfully in a pt event but, afterwards at the ems station, the device's service light illuminated, a large "x" displayed on the monitor screen, and the device would not charge or transfer energy with a therapy cable to a test load.

Manufacturer narrative:
Medtronic evaluated the device and the reported malfunction could not be replicated or confirmed. Proper operation was observed through functional and performance testing. There is no display mode for the device that illuminates a large "x" on the monitor screen. The device was returned to the customer for use.